Manufacturer narrative:
B4:17sep2021. The customer ordered a touchscreen to address the reported issue. The customer also requested for the case to be closed out.

Manufacturer narrative:
H11: h6: evaluation method code: the field service engineer (fse) replaced the touchscreen to address the reported issue. The equipment remains operational and meets the manufacturer's specifications. The necessary verifications have been carried out to certify the return to operating conditions.

Manufacturer narrative:
Date of report: 26aug2021. (B)(6). There was no patient involvement.

Event description:
The customer reported that the touch screen is not working. The customer reported that the unit was not in use on patient. The customer contacted product support and spoke with (B)(6) from electromedicine and he informed him that the touch screen of the v60 does not work. He was asked if there was a patient connected when they found out in the service that the touch screen was not working, and he said no. A field service engineer (fse) was assigned, and touchscreen was ordered.